Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer plugged the pump into the usb cable and wall adapter to charge and noticed a burning smell. The usb cable was noted to be melted at the end. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was confirmed that the pump was able to successfully charged with a different usb cable. A replacement usb cable was sent to the customer.